Event description:
It was reported that during a gastric bypass procedure, the knife of the device stopped at the middle of the third firing, the reload was changed, but the problem persisted. The surgery was finished with another instrument without consequences for the pt.

Manufacturer narrative:
Date sent: 05/05/2009. Damaged pinion axle support. Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was attempted to be fired on thicker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed, and no anomalies were found during the manufacturing process.